Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced cable display to video rcvr bd, pcb color video receiver and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received pcb, color video receiver and cable, display to video receiver board. These parts were received with a reported unit failure of a screen display problem. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition.the failure analysis and testing dept. Installed the parts into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual. After an extended run-in time, the fat could not verify the failure of a screen problem. Pcb, color video receiver and cable, display to video receiver board passed testing. Retained the parts in the fat per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a screen display problem occur. There was was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.